Manufacturer narrative:
The pod was evaluated for damage and/or defects related to manufacturing. None were noted. The distal tip of the cannula was found to be folded in on itself with severe deformation and no visible opening. The cannula tip was found to pass insulin, however, flow was severely restricted. This condition would have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the patient is very lean and the cannula is fired into muscle. Patients are trained to select a pod placement site consisting of fatty subcutaneous tissue. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called and said that she had activated a pod on a sunday night, wore it all day monday. However, early morning tuesday, she turned over and she said she "felt" the pod feel different. She checked at 2:07 am and her bg was 107. She checked at 6:13 and her bg was 238. She later checked at 8 am and her bg was 307. She finally checked at 12:16 pm and her bg was 280. She called her educator and she was instructed to remove the pod. No further information reported. The device is being returned for evaluation.